Event description:
The contact of a peritoneal dialysis (pd) patient called into technical support to report drain complication warnings from the patient's cycler. The patient was receiving treatment from her personal cycler while in the hospital. Upon follow-up the pd nurse reported the patient was admitted to the hospital because of a heart attack. The medical records show a diagnosis of acute inferolateral st elevation myocardial infarction and ongoing chest pain. She was treated with a drug eluding stent was placed. The patient was discharged (B)(6) 2015.

Manufacturer narrative:
Medical records have been received by the manufacturer. Based on medical records, the patient with history of organic heart disease secondary to ischemic, hypertensive and possibly valvular in nature, coronary artery disease, and atherosclerotic vascular disease was admitted to the hospital on (B)(6) 2015 with a diagnosis stemi - st segment elevation myocardial infarction (heart attack) and discharge diagnosis coronary artery disease on (B)(6) 2015. She was taken to the cardiac catheter lab for angioplasty. Chest pain resolved, still had some abdominal pain probably related to peritoneal dialysis. Rhythm was stable during admission. There was no report of malfunction on cycler and stemi was most likely due to the patient's extensive cardiac history and organic heart disease. Chest pain resolved, still had some abdominal pain probably related to peritoneal dialysis but the patient was having pd with no issues per pd nurse report. With the exception or abdominal pain which was not brought out as the main cause for this hospitalization, there is nothing in medical records to support this event of stemi to pd treatment. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.